Manufacturer narrative:
G4:11dec2020. B4:14dec2020. A defective gas delivery system (gds) assembly was received for internal failure analysis. The returned gds was installed into a test ventilator in an attempt to duplicate the reported problem. The customer's reported complaint could not be duplicated during testing, however, the occurrence of a low leak-co2 rebreathing risk alarm and failure of the air flow accuracy test were noted. It was determined that these failures occurred due to the "u1" component on the air flow sensor printed circuit board assembly (pcba) being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24aug2020 b4: 25aug2020 multiple good faith efforts were made in order to obtain additional information in regards to the patient's medical outcome and the repair of this unit, however, the customer did not respond. No further information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported the occurrence of diagnostic codes related to proximal pressure line disconnect and proximal pressure sensor range error. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. There is currently no report of medical intervention being required as a result of this event. Technical support provided remote assistance to the customer and advised that the problem is likely due to a flow sensor or data acquisition (da) board.